Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. Based on the results of the investigation, the device has evidence of foreign material stuck at the suction cylinder. The most probable cause of this event is traced to a component failure. And likely cause of objective lens chip glue is due to degradation problem. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchovideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that a foreign material stuck at the suction cylinder and objective lens chip glue were found. There was no patient involvement.